Manufacturer narrative:
The thermogard xp ivtm system in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The distributor reported thermogard xp ivtm system (sn (B)(6) displayed tcmid:04 (ce response timeout) error message, on behalf of the customer. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.